Manufacturer narrative:
Customers returned meter (B) (4) was investigated. Meter data-log was uploaded and reviewed and significant date and time changes were observed. Time and date change due to electro static discharge was observed. This is a final report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and high platelets (plt) results on two different patients. The results were reported out of the lab. After reviewing the patients' rerun results from a different instrument, the operator noticed discrepant results. The lab sent out corrected reports before patient treatment could be affected. No change to patient treatment was associated with this event.

Event description:
The customer reported that they received an error 6 message on their precision xtra meter. The customer experienced "low blood sugar" and a loss of consciousness. The customer reported there was a delay/change in treatment as a result of this issue. The customer self treated with food. No third party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, the customer was able to repeat the calibration, and it was successful.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).

Manufacturer narrative:
Product has been received and extended investigations have been completed. The complaint was not confirmed. After review of the meter data log it has been determined that significant date and time changes were not observed. This is a final report.

Event description:
It was reported that the product went out during a case, causing a delay.